Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the dexcom reading was 120 mg/dl and there was no bg taken. At 8:00 pm the patient drove, passed out for a minute while driving alone and was involved in an accident. She hit another car due to her going in another lane. After that, the person whom she collided with called 911 and she was taken to the hospital. The patient didn't remember if they checked her bg meter and she was still not aware what was her dexcom reading at that point. She broke her neck due to the incident and required a neck brace for the next 4 months. They treated her with IV medication for hypoglycemia. The patient stayed at the hospital for 10 days. She was treated with morphine for pain, pain killers and unspecified different medication. On (B)(6) 2026, she was discharged with no cgm and she didn't checked her bg meter. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.